Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin scarring. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone13.2 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed permanent scarring of the skin on the right arm, which he attributed to wear of the omnipod and dexcom continuous glucose monitor on the skin. The patient reported that the scarring was associated with loss of muscle mass. The patient described the affected arm as ¿a little older than the left arm¿ and noted that it ¿looks smaller than the other.¿ no other details were provided by the patient regarding diagnosis or treatment.